Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the investigation of the returned device found no device deficiencies that would have contributed to the reported complaint. The device passed all specific functional testing requirements except for having slight movement in the lock. Despite the movement, when the clamp is properly positioned and put under pressure, it will not move. Unit has not been serviced since it was bought in 2021. Further, the unit was sent to quality engineering for further investigation, and the findings of the service & repair report were confirmed. Quality engineering noted no additional device deficiencies. Unrelated to the reported complaint, new components were added to replace worn internal parts, and general maintenance and cleaning were performed. Root cause - evaluation found no device deficiencies that would have contributed to the reported complaint. The probable root cause is improper or suboptimal placement of the skull clamp on the patient. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that a patient slipped in the mayfield modified skull clamp (a1059) during a posterior cervical fusion procedure, which resulted in laceration to the patient's scalp by the pin. As per the surgeon, each pin engaged the cranium in a perpendicular approach. There was a 5-minute delay in surgery to perform skin closure with staples.